Manufacturer narrative:
Integra has completed their internal investigation 06/10/2015. Methods: review of complaint history. Results: since the fg lot # was not provided for complaint pr # (B)(4), the device history record (DHR) could not be reviewed. Failure analysis was not possible since the complaint unit was discarded by the customer. Based on the information provided by the customer regarding patient line tubing detachments, a summary of the product's instructions for use (IFU) is provided below for further evaluation of the complaint. Precautions: all luer connections must be checked during priming of the system and prior to connecting to the patient. Ensure that all connections are secure and leak free. After review of complaint system since 2013 to present, a total of eight (8) complaints (including these) related to the reported condition (patient line tubing detachments) for limitorr family catalogs have been reported. The current complaint occurrence rate is approximately 0.09 percent. Conclusion: a potential root cause for the event reported could not be determined since the complaint unit was not returned for evaluation and documentation review was not possible since the fg lot was not provided.

Event description:
The second report of two involving the same product from the same facility. Cross reference with MFR report#: 2648988-2015-00051((B)(4)). Ins9020 limitorr volume limiting evd 20 ml was reported that the glue got disconnected from the line past the patient IV port. The resident reported - that "they keep them in much longer than 5 days so he said the glue probably would be saturated at that time. I asked him how many days and he wouldn't say but did say longer than five days" has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.